Manufacturer narrative:
(B)(4). The device was returned with the distal tip of the blade broken off and not returned with the device. The remaining blade portion was scratched - evidence of contact with metal in or out of the operative field. The device was functionally tested with a generator. During functional testing on the gen11 generator, the "instrument error" alert was displayed; and when tested on the gen04 generator, an error code 5 (instrument error) was displayed. A probable cause of the device stop activating and display an error code 5 or instrument error screen is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in yellow alert screens, such as "replace instrument" with the gen11 later in the procedure, and continued usage can result in a broken blade.

Event description:
It was reported that during a laparoscopic nephrectomy procedure, the active blade was broken. No adverse patient consequences reported. Procedure was completed with same like device.

Manufacturer narrative:
(B)(4). Additional information: was there any contact with metal or plastic during activation of the device? - no. Was there any transection across staple lines? - no. Did any piece fall into the patient? - no. How was it retrieved? - the active blade was broken outside the patient.